Manufacturer narrative:
Ventec determined that the root cause of the event was due to the blower. After replacing the blower, proper device operation was observed through functional and performance testing. Further root cause could not be determined.

Event description:
The device was returned to ventec for other unrelated repairs. There was patient use associated with the reported issue; however, there was no report of patient harm. During evaluation of the customer's device, ventec observed that the device failed to ventilate.